Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, the system was noted to be in clinical use when the issue occurred. The customer was performing a non-emergency coronary treatment. The procedure was delayed for less than 20 minutes and completed with another system. A philips field service engineer (fse) inspected the system onsite and confirmed that the system would not boot up, stalling at 00:00. Troubleshooting determined that the cause could be the flexvision pc or the pc hard disk drive. Analysis of the log file confirmed that there was a malfunctioning flexvision pc. The field service engineer (fse) replaced the flexvision pc and the hard disk drive and returned the system to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced the flexvision pc and the hard disk drive. The device was returned to expected functionality.